Manufacturer narrative:
The insulin pump alarmed during the prime test due to moisture damage on the force sensor resistor. A corroded motor home switch was noted during the visual inspection. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a customer received a button alarm on their insulin pump. The patient's blood glucose level was 133 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. No further information was provided.